Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Clarification to d6a implant date: 2007 (year only received.) Continued e1 phone number: (B)(6).

Event description:
Regulatory agency reported "intra capsulare rupture" and "capsulare contracture baker grade I". This record is for left side. Device was explanted.